Event description:
It was reported that after unpackaging a 3.5x 15mm nc trek rx balloon dilatation catheter (bdc), before attempting to remove the protective sheath, it was noted that while the inner member remained intact, the distal outer member shaft was separated at the proximal balloon seal. All packaging components had been confirmed to be sealed prior to opening. The device was not used in the patient. Another 3.5x 15mm nc trek rx was able to successfully complete dilatation. The patient final outcome is satisfactory. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.